Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
Per (B)(6) database: the hospital reported a malfunction resulting in more than 20% over delivery of tidal volume. There was no report of patient injury. The clinician lowered the set tidal volume to compensate and continued the case without patient injury.